Event description:
Customer reported that he had unexplained low blood glucose. Paramedics where called to assist him with low blood glucose. Customer stated that hi did not know what his blood glucose was at the time. Customer stated that the insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.